Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of the lvad system as outlined in the instructions for use. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to gi bleed in this patient include pre-existing comorbidities, past gi issues and oral anticoagulation therapy. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that on 07.18.16 from the clinic notes, it stated that the patient had a follow up hematocrit (hct) monitoring for gastrointestinal (gi) bleed. The patient was called and stated that they began to feel "ragged" yesterday (7.17.16), but stated he actually feels a bit better today. It was stated that the patient denies dizziness or lightheadedness, no bloody stool. Stool is black but he is on iron supplement. On (B)(6) 2016 from cardiology admission note it states that the patient states he has no diarrhea (he has well-formed stools, somewhat dark, but taking "iron" pills), no nausea, no vomiting, no fever, no dysuria. No chest pain, has some dyspnea when walking faster, no abdomen pain, no focal weakness. Has lightheadedness when gets up, which resolves soon after (telling me that is his "recent new baseline"). He felt somewhat more lightheaded today. Anemia in the setting of supratherapeutic inr and recent nose bleed, probable gi and gi was consulted; it was stated that the patient would have an egd in a.m. Heparin was ordered if inr under 2 and to type and screen. Patient was transfuse 1 packed red blood cells (prbc) unit now. It was stated that on (B)(6) 2016, the cardiology note: that the hct went from 19 to 22 after 2 units prbc. It was further stated that it was acute-on-chronic anemia and it was most concerning for acute blood loss anemia, no signs of hemolysis on labs and given his history and inr; this appears to be the most likely etiology. Sources of bleeding -given his history, primarily concerned for gi bleed but also reported some epistaxis recently - none on examination now. Occult retroperitoneal bleed is also a possibility, but seems less likely given his lack of symptoms and overall history. Appreciate gi consultation and will scope as soon as possible q 6 hour hcts, transfuse for hct < 21 ppi bid consider octreotide gtt anticoagulation as noted below - holding warfarin, consider fresh frozen plasma (ffp) - will discuss with gi and mcs service lvad: speed currently set at 2700, appears close to euvolemic today. No recent vad alarms (rate was turned down at last hospitalization). The issue was said to have been resolved on (B)(6) 2016. No additional information available.